Event description:
Information was received from a health care professional (hcp) regarding a patient in (B)(6) who was receiving baclofen 2000 mcg/ml at a dose of 830 mcg/day via an implantable pump. The indications for use were not reported. It was reported the patient's pump was alarming the night of (B)(6) 2016. The patient was seen at the clinic on (B)(6) 2016 and pump interrogation via the event logs confirmed a motor stall occurred on (B)(6 )2016 at 10:58 and recovered at 11:03, stalled again on (B)(6) 2016 at 00:39 with no recovery to date. The pump was refilled on, (B)(6) 2016 and everything was fine at that time. The patient did not have a magnetic resonance imaging (MRI) scan and emi was ruled out as the cause of the stalls. The estimated elective replacement indicator (eri) was 9 months. There were no patient symptoms reported at this time. Additional information has been requested regarding indications for use, lot number, actions/interventions take for resolution/outcome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional via the manufacturing representative. They use lioresol mixed in pharmacy and the lot number was unknown as it was not included when drug was delivered and the pharmacy stated that it would take considerable time to do a lot# audit as they only keep one month on work sheets -it wasn't the drug any way. The stall did not happen after a fill but spontaneously as patient heard alarm. The technical support informed them that the pump was in a permanent stall and to arrange surgical replacement. The pump was explanted and was on the way back to the manufacturer. A pump was put in on (B)(6). Further clarification on the implant date of new pump has been requested because the old pump was not explanted until (B)(6) 2016

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the health care professional indicated that the device had been sent back. The manufacturing representative did not have a way of tracking it to see if it actually made it back to the manufacturer

Event description:
The manufacturing representative indicated that the implant date was (B)(6) 2016 according to the implant registration records

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, the health care professional reported that the pump stalled on (B)(6) 2016 and was explanted on (B)(6) 2016. The health care professional was going to send the pump back for analysis and wanted to program it to off state. Reportedly the alarm could not be silenced and the health care professional did not know why and the manufacturing representative had told the health care professional that the alarm could not be silenced and that she could get the password to turn it off. A pump off password was provided

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. No alarm anomalies were noted. Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.